Manufacturer narrative:
Correction/removal report number: 3010291427-09/12/2018-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva tpn bag was leaking from a seam during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured april 18-19, 2018. The device was received for evaluation. A visual inspection was performed. During functional testing, leaks were observed from the top side seam area of the sample. Upon magnified inspection, tear/holes were observed in the top side seam of the sample. The reported condition was verified. The cause was determined to be due to variation in the manufacturing weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.